Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal double curve access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Upon deployment of the closure device, st segment elevations were noted. Air was then noticed on the distal end of the wds during the contrast shot. Transesophageal echocardiography (tee) imaging was performed, which showed air in the left atrium and left ventricle. Since the closure device was too compressed, a new 20mm wds was prepared for implant. As the 20mm was inserted, air was visualized in the wds via fluoroscopy as the wds was being advanced in the patient. The devices were removed from the laa into the left upper pulmonary vein and the wds was removed from the patient. No st segment elevations were further seen. The 20mm wds was re-prepped with a second double curve was and implanted in the laa successfully. There were no further complications noted following the procedure.